Event description:
It was reported that the patient presented for an implant procedure of the left ventricular lead. During the procedure, the lead exhibited inadequate capture. The physician opted to complete the procedure successfully with a replacement lead. The patient was in stable condition.